Event description:
Customer reported a new IV bag of xigris was hung in 2009 at 22:30 and connected to the pt's central IV line at a rate of 9.7 ml/hr. Some time after that the IV tubing set was switched from the central IV to a new peripheral IV on a different infusion pump. In the next day at 01:00 the bag was found empty. Lab tests were performed: cbc, pt, ptt, wbc, h/h, platelets. See results in section b6 of this report. The pt did not experience any adverse sequelae and no medical intervention was done. Although requested, no additional info was available.

Manufacturer narrative:
The pump and associated pc unit were returned for investigation. The disposable set was not returned with the device. Pc unit event logs were reviewed during this investigation as well. The customer's experience of an over infusion could not be confirmed. The pc unit event log showed one infusion that was started at 12:15 am in 2009, and programmed for a basic infusion at a rate of 9.7 ml/hr and a volume to be infused of 90 ml. This infusion ran for 26 mins with a volume infused recorded as 4.3 ml. With a reported starting volume of approximately 60 ml and a rate of 9.7 ml after approximately 26 mins this infusion should have left a residual volume of approximately 55.7 ml. Cardinal health cannot account for why the bag was found empty approximately 5 hrs and 45 mins early. The pump was inspected and no anomalies were noted during visual inspection. Rate accuracy testing on the device found the device to be delivering fluid within specifications. No programming issues or device irregularities were observed in the logged events per the reported programming parameters, date and time of the event. Review of the pump serial # in the service database system showed that this device has not been returned for service.